Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
The patient presenting experiencing ventricular fibrillation (vf) due to the pacing output of the leadless pacemaker (lp) in response to premature ventricular contraction (pvc). The patient required external defibrillation to terminate the vf. The lp was reprogrammed to resolve the event. The patient continues to be monitored.